Manufacturer narrative:
The cannula was returned and evaluated. Failure analysis found the cannula had a weld defect that was visible under magnification. The tube rotated after force greater than thirty five pounds was applied. No other damage was found.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the welding on the proximal end of the single site curved cannula has come loose. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.